Event description:
It was reported that this video scope had exhibited green picture for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this video scope had exhibited green picture during a therapeutic cholecystectomy laparoscopic procedure. It was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to the charged coupled device is broken. In addition, the following reportable malfunctions were identified during the device evaluation: the lg (light guide) -bundle of the insertion section is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.